Manufacturer narrative:
Summarized patient outcomes/complications of navitor device were reported in a research article in a subject population with multiple co-morbidities including coronary artery disease, diabetes, chronic kidney disease, atrial fibrillation, heart failure, arterial hypertension, heart block, and left bundle branch block. Complications reported included death, stroke, heart failure, aortic valve regurgitation, bleeding, surgical intervention (permanent pacemaker), unexpected medical intervention (post-balloon aortic valvuloplasty), perivalvular leak; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: pacemaker implantation rates with the self- expandable navitor valve b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "pacemaker implantation rates with the self- expandable navitor valve", was reviewed. This research article is a retrospective single-center experience to evaluate permanent pacemaker implant (ppi) rates between evolut and navitor systems and analyzed factors associated with ppi when using the navitor system. The devices included in this study were navitor and evolut. The article concluded that depending on prosthesis size, transcatheter aortic valve repair (tavr) with the navitor system may have ppi rates comparable to other self-expandable valves, and ppi risk with the navitor valve seems to increase with the prosthesis size. [The primary and corresponding author was michael paukovitsch, department of cardiology, ulm university heart center, albert- einstein- allee 23, 89081 ulm, germany, with corresponding e-mail: michael.paukovitsch@uniklinik-ulm.de.] This study included patients who received tavr with either the navitor or evolut prosthesis for treatment of severe, symptomatic aortic stenosis from 01 june 2023 to 31 december 2024. A total of 313 patients were included in the study, of which 47.2% (148) received an abbott device. The average age was 82 years. The majority gender was female. Comorbidities included coronary artery disease, diabetes, chronic kidney disease, atrial fibrillation, heart failure, arterial hypertension, heart block, and left bundle branch block.